Event description:
The customer contacted beckman coulter, inc. (Bci) regarding false low phenytoin (phy) results that were generated by the synchron lx20 pro clinical system. The erroneous results were reported outside of the lab.upon rerun, the results were higher and were amended. Unknown if treatment was initiated or withheld based upon the low results.

Manufacturer narrative:
Qc run prior to the event was within the lab's established ranges, but after the event the qc was out of range high. A field service engineer (fse) was dispatched. The fse replaced multiple parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.